Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i1000sr analyzer has generated a false positive result. The initial result was positive at 32.08 miu/ml and the retest result was negative at < 1.20 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00532 has been submitted to address this error.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). The b-hcg assay was inadvertently omitted from the description of event in the initial MDR. Multiple components were replaced and calibrated on the instrument. A single definitive cause for the customer's issue was not identified. A new pipetter was replaced on the architect i1000sr instrument, but did not resolve the erratic bhcg results. The field service engineer (fse) replaced the cd drier card, ran valve tests, and re-ran the bhcg low, medium and high controls, and they were all ok. The customer replaced and calibrated the sample needle, as well as changed the reagent septums to try to allleviate the erratic bhcg results. The customer is currently changing the reagent septums every day. The message history and result logs were returned and reviewed. Review of the result log determined no static spikes were found for any results contained in the result lot. The message history log was also reviewed, but no error codes were found related to the erratic bhcg results. The architect system operations manual lists the probable causes and corrective actions for erratic assay results (I system). No adverse trends were identified related to the issue. Based upon the data available, and the results of this evaluation of the architect i1000sr system, a single definitive cause for the customer's issue was not identified.